Manufacturer narrative:
Information contained in this report was previously submitted through asr on 07/20/2015. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side rupture, capsular contracture baker grade IV and silicone migration. Patient also reported "the side is swollen." Doctor's office reported capsular contracture baker grade unknown and a "fold".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening, fold creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: wear abrasion, an extended opening on radius side assessed as smooth opening, a curved sharp opening on anterior side in the same location of crease assessed as fold flaw opening and a curved striated opening on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: an extended smooth opening. A sharp crease opening assessed as fold flaw opening. A curved striated opening assessed as surgical damage.

Event description:
Device has been explanted.